Manufacturer narrative:
Visual inspection performed by hip r&d project manager. During the analysis it is evaluated that the ha coating is present on almost whole proximal half of the stem body. This means that the stem was not correctly osseointegrated. This is unexpected behaviour considering that the stem was implanted since 2016. The incorrect osseointegration is reasonable the root cause of reported stem loosening. Some scratches and signs are present on the neck surface probably due to revision surgery. It is not clearly evaluable the clinical cause of incorrect stem osseointegration. Batch review performed on 08-nov-2021. Lot 162983: (B)(4) items manufactured and released on 08-sep-2016. Expiration date: 2021-jul-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery was performed due to stem loosening 5 years after the primary surgery. The patient is very active, he performs a lot of running trails.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director femoral component (stem, head and liner) revision performed 5 years after primary cementless total hip arthroplasty in a young (55 year old at time of primary surgery) and active patient. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.